Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a reported failure to adhere or bond (partial clip movement) appears to be related due to patient pathology/morphology (restricted anatomy). The definitive cause for device operates differently could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed due to clip movement post deployment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. The patient presented with restricted anatomy. One mitraclip (cds0602-xtr 80825u111) was successfully implanted without issues and reducing the mr to grade 1. Post deployment, the clip remained well attached to both leaflets per left ventricular outflow tract (lvot) echo view. However, on the inter-commissural view, the clip's distal tips orientation had moved from pointing to the apex to now pointing to the medial commissure. This movement was noted more so in the following minutes and the mr increased to grade 2 with a new eccentric jet. Due to the residual mr, a second mitraclip (cds0602-ntr 80806u123) was attempted. Although the grasping was not difficult and imaging was of good quality, the mr would either not reduce any further or would increase. This was possibly due to opposite pull-powers of the second clip with the first implanted clip. The second clip was not implanted and device removed without reported issues. The mr remained grade 2. There was no reported device malfunction regarding cds0602-ntr 80806u123. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.